Manufacturer narrative:
Serial number for this MDR was reported incorrectly. The correct serial number is (B)(4), which was filed on (B)(4) 2011, 2017865-2011-07890 with analysis. MDR 2017865- upon receipt, inductive telemetry was not stable and could not be fully established. After a power-on reset occured unintentionally on the bench, all telemetry returned to normal and the device passed all further tests. The cause of the field event could not conclusively be determined.

Event description:
It was reported that the device could not be interrogated. While attempting interrogation, the patient's hr accelerated and the device delivered therapy. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.